Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of known inherent risk of device and no problem detected were assigned to this investigation.

Event description:
It was reported that the patient experienced an infection with the artificial urinary sphincter (aus) device. All the components were explanted. A new aus device was later implanted. No further patient complications were reported.